Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that on (B)(6) 2025, the user drove themselves to the emergency room (ER) due to high blood glucose (bg), reportedly over 400mg/dl. The user's caregiver believed the event may have been associated with a cartridge change without an infusion set change. The user was treated in the ER with insulin (lantus and novolog) and released the following day. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Based on available data, the user experienced elevated bg and sought treatment at the emergency room on (B)(6) 2025. Device logs indicate multiple libre 3+ sensor errors preceding the event and show that insulin delivery was requested at regular intervals when sensor data was available. No device malfunctions were identified in the log review. The cause of the reported event could not be conclusively determined but may be related to cgm signal loss and insulin delivery interruption.